Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited elevated high voltage lead impedance values. On (B)(6) 2017 the lead was capped and replaced. The patient was stable following the procedure.